Event description:
It was reported that the ilet pump had become fully depleted and was later charged and restarted, after which the user experienced hyperglycemia with a blood glucose of 338 mg/dl while recovering from time off therapy. During a meal, the user accidentally canceled a bolus at 58%, and was advised to allow the system¿s correction algorithm to address the high without entering another meal announcement. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included user education on correction strategy and monitoring, with no hospitalization. Investigation included review of device use and user-reported history. Investigation of this case revealed use-related error associated with an incomplete meal bolus after pump downtime, with the device otherwise functioning and delivering automated corrections as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction causing under-delivery of meal insulin following pump restart.